Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible withheld therapies for ventricular tachycardia (vt) due to svt-onset. The device remains in use. No further patient complications have been reported as a result of this event.